Event description:
Pt had osteoset resorbable beads implanted. Three days later, pt was found to be markedly hypercalcemic with a total serum calcium of 13.4 mg% and an albumin of 2.8 gm%. Ionized calcium was 6.8 mg% (normal 4.5 to 5.3 mg%). Eval quickly excluded other causes including exogenous calcium administration, excessive vitamin d -1,25 and 25-, and hyperparathyroidism. Urinary calcium elimination was high. The pt has baseline mild to moderate renal insufficiency. Resorption of calcium from the beads seems the most likely etiology.